Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead warnings and a polarity switch occurred due to high right ventricular (rv) lead impedance. It was also noted that the implantable pulse generator (ipg) was possibly failing to capture and failing to sense with possible dropped beats noted. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was repositioned.